Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip xt was then placed centrally on the anterior-2 position. After deployment, a partial leaflet detachment was visualized and the clip moved on the anterior leaflet. A third mitraclip xt was then implanted lateral to the second clip to provide stabilization and reduce mr. The procedure was discontinued, the final mr was grade 1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided the reported migration appears to be due to a combination of patient conditions (restricted posterior leaflet with a longer anterior leaflet and a rotated heart) and procedural conditions associated with challenging imaging. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to shadowing over the anterior leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.